Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The totally occluded target lesion being treated was located in the tortuous and calcified right coronary artery (rca). The lesion was predilated with an unspecified balloon. A 2.50x16mm taxus element stent delivery system (sds) was advanced to the rca and could not reach the distal portion of the lesion. The taxus element sds was removed and once outside of the patient it was noted that there was damage to some of the stent struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The totally occluded target lesion being treated was located in the tortuous and calcified right coronary artery (rca). The lesion was predilated with an unspecified balloon. A 2.50x16mm taxus element stent delivery system (sds) was advanced to the rca and could not reach the distal portion of the lesion. The taxus element sds was removed and once outside of the patient it was noted that there was damage to some of the stent struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. A number of struts from the distal edge are raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).